Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 8mm had scale marking issues. The following information was provided by the initial reporter: the pharmacist reported incorrect and missing print scale markings on syringe barrel found while using syringes to draw up medication for in-house use. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/14/2021. H.6. Investigation: customer returned (2) loose 3/10cc syringes. Examination of the photo indicates a missing zero line and that the scale accuracy is not in the correct location. DHR was performed. No quality notifications were written for issues relating to the assembled syringe defect. Root cause: the barrel timing from the infeed dial to the carousel is off and the tip does not go into the spindle cup correctly. The damaged barrel then will not seat in the cup correctly leaving the barrel raised so the zero-line placement is not correct. This would affect 1 of 8 barrels continuously until the timing has been corrected. H3 other text : see h.10.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 8mm had scale marking issues. The following information was provided by the initial reporter : the pharmacist reported incorrect and missing print scale markings on syringe barrel found while using syringes to draw up medication for in-house use. Date of event : unknown. Samples : available.